Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) not transferring to leads. There was no patient harm reported.

Manufacturer narrative:
A getinge filed service engineer (fse) stated unit was removed from service per account. Customer refused the repair of unit. Released unit back to customer and did not clear for use. Device is out of service and will be retired.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a